Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 10-may-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 10-may-2024 listed on smartsolve. Daily total collection start time = 05/10/2024 00:00:00.000. Daily total of all insulin delivered = 30.7. Daily total of basal insulin delivered = 17.7. Daily total of bolus insulin delivered = 13. 05/10/2024 07:32:58.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 5, bolus amount delivered = 5. 05/10/2024 16:48:56.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 5, bolus amount delivered = 5. 05/10/2024 19:28:48.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 3, bolus amount delivered = 3. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the ss event date 10-may-2024 in the formatted history file. Low battery alert was recorded and found in the formatted history file on: 05/04/2024 10:29:00.000, 05/04/2024 12:31:49.000, 05/04/2024 12:32:11.000, 05/04/2024 12:32:28.000. Insert battery alarm was recorded and found in the formatted history file on: 05/04/2024 12:12:07.000, 05/04/2024 12:22:00.000, 05/04/2024 12:34:48.000. Power loss alarm was recorded and found in the formatted history file on: 05/04/2024 12:35:23.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 05/04/2024 12:31:49.000, 05/04/2024 12:32:11.000, 05/04/2024 12:32:28.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, power loss alarm and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. No unexpected low battery alert, power loss alarm and failed battery alert/battery failed alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay. Troubleshooting was performed but later it was declined. The customer reported a blood glucose value of 698 mg/dl. The customer reported the following led to the event not much and may have been crocheting. The event involved product(s) mmt-7020a, unomedical, mmt-332a, mmt-1780kl. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. The customer reported high blood glucose. No further patient complications were reported. No product return is required for mmt-7020a. No product return was required for unomedical. No product return was required for mmt-332a. Mmt-1780kl was requested and the customer response was the device will be returned.